Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient underwent a scapholunary ligament reconstruction on (B)(6) 2017 due to a scapholunous dissociation. The surgery was performed with an arthrex reconstruction set (internal brace) augmented with ecrl tendon strips, transfixation with k-wire. The patient had good joint cartilage conditions at this time. After the first surgery, the patient suffered from persistent discomfort and renewed dissociation as well as the development of large lysis zones in the area of the screw anchorage of the ligament reconstruction. In a CT performed on the patient, only a radioulnar partially intact joint space was visible. The doctor decided to perform a revision surgery on the (B)(6) 2019. When the anchors were removed, one was broken and the other was loose, causing them to grind and damage the cartilage in the radiocarpal joint. The tape showed itself prominently in the joint.